Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 ¿per iso11135¿ and eo residual levels in compliance with iso10993 . Each lot ¿is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pods insertion site while wearing the device for longer than 48 hours. In addition the patients blood glucose level had rose to 400 mg/dl. As treatment for the patient's high blood glucose level the patient received manual insulin and applied a new pod. The patients insertion site (leg) had purulent discharge and irritation. The patient was taken to their doctor where the patient was diagnosed with cellulitis at the infection site. As treatment, the nurse practitioner provided cephalexin for the infection.